Event description:
It was reported that the subject device experienced an error code displayed when plugged into the transducer during set up. The issue was observed during preparation for use for a lithotripsy procedure to break down kidney stones. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an error code displayed when plugged into the transducer during set up. The issue was observed during preparation for use for a lithotripsy procedure to break down kidney stones. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d10 spl-g shockpulse lithotripsy generator sn# (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the transducer and generator exhibited poor connection and it was found to be worn out. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ which is an expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.